Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with acute urinary retention accompanied by pelvic pain. Laboratory tests revealed an inflammatory syndrome, and an abdominopelvic computed tomography scan showed findings suggestive of an infection. The aus was explanted, and the patient was treated with antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon:(B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our quality assurance laboratory, this aus cuff and pump underwent a thorough analysis. The components were visually and leak tested; and the pump was also functionally tested. It was found to had tool mark and sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. Cuff passed leakage test. Regarding the pump, it passed visual inspection and leakage test; however, it did not pass the functional testing as the output pressure was measured below specification. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Additionally, the functional problems found in the pump could affect the device performance.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with acute urinary retention accompanied by pelvic pain. Laboratory tests revealed an inflammatory syndrome, and an abdominopelvic computed tomography scan showed findings suggestive of an infection. The aus was explanted, and the patient was treated with antibiotics. There were no additional patient complications reported.